Manufacturer narrative:
Additional information: d1, g3, h2, h3, h6, the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported communication issue and subsequent delay could not be determined.

Event description:
Prior to an atrial fibrillation procedure, with the patient prepped, it was noted that the ep-4 cardiac stimulator was not functioning appropriately. Multiple attempts to troubleshoot were unsuccessful, resulting in the case being delayed. There were no adverse patient consequences.